Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The stylet was found inside the lead. The inner coil was found overrotated, which most likely occurred during the extension or retraction of the fixation helix. Further analysis revealed coagulated blood in the lumen. These blood residuals were most likely introduced by means of the stylet used during the surgery. The df4 connector pin was found scratched, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported oversensing. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that oversensing was observed. The lead remains implanted.